Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, the stent separated from the delivery system. A snare device was used to successfully retrieve the stent. Reportedly no pt injury was associated with this event.